Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and the pump had blank display and replace battery now alarm. The customer¿s blood glucose level were 450 mg/dl and 452 mg/dl. The customer was treated with pump. The customer stated that they changed battery and display was flashing and white. The customer stated that the display was blank less than 30 seconds. Customer stated that the display was blank currently. Customer did not received a low battery alert prior to the replace battery now alarm. The customer was advised to insert a new or fully charged aa battery. New battery resolved the issue. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.